Event description:
Additional information received reported the pump was being use to deliver morphine sulfate. The cause of the event was an infection. The pump and catheter were explanted. The patient had swelling at the pump site, pain, swelling of the legs, back pain, sciatic pain, and fluid leaking from the abdomen. The patient was hospitalized as a result of this event. It was reported the patient had the following preoperative diagnosis prior to a revision on (B)(6) 2012: intrathecal infusion pump system malfunction with an abdominal cutaneous/umbilical fistula with possible contamination of the pump system. The pump system was removed with intraoperative fluoroscopic imaging. A fistula had developed between the abdominal pump site and the umbilicus and fluid was draining from the fistula. This caused increased discomfort and increased fluid collection in the abdominal pocket region. During the procedure, there was no evidence of cerebrospinal fluid leakage at the catheter insertion site. There was a large amount of seroma fluid plus cerebrospinal fluid at the pump site, as well as some granulation tissue. The patient tolerated the procedure well and was discharged on (B)(6) 2012. It was later reported the event was not pump related. Additional information received reported the patient still had swelling in the feet as of (B)(6) 2013. A new pump was implanted the same day.

Event description:
It was reported that the patient was having headaches and sciatic pain and swelling at the pump site. While she was at an appointment with her healthcare professional (hcp), she had a 'big blowout.' 'Spine stuff' came out her bellybutton and it squirted everywhere. It was reported that it was like she was pregnant and her water broke. The patient had 'a tear where the catheter goes in and it just came around the side of my waist and built up right over the pump.' The patient had an emergency surgery on (B)(6) and they 'took something out and put it back in.' At the time of the report the patient was not experiencing a lot of headaches or sciatica. The patient was unsure if something was wrong with the pump and did not feel like the pump was delivering her medication correctly as she was having to take 'quite a bit.' The patient's abdomen, incision and the area surrounding the patient's pump were red, swollen and warm. The patient had a sharp pain over the pump, like it was 'electrocuting' her. It was suggested that there was a leak at the pump. The patient was at the hospital, but it was unclear if she was admitted or in the emergency room (ER). The patient was seen by a neurosurgeon for an operative consult on (B)(6) 2013. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).